Event description:
It was reported through clinic notes that patient had clusters of seizures in (B) (6) 2010 and will likely have a prophylactic vns battery replacement. While reviewing of the programming history, it was observed that patient showed high impedance on system diagnostics. However, results after that showed everything working within normal limits. Good faith attempts to obtain additional information has been unsuccessful till date.